Event description:
The pt udnerwent a pump implant for morphine 50 mg/ml infusion. 25 inches of implanted catheter, pump with catheter access port were implanted. A priming bolus of 20 mg simple continuous rate of 2.5 mg/day or 0.104 mg/hr was programmed. Approx 30-45 mins after implant, the pt had decreased respirations and lethargy. The pump was stopped and the drug was removed. Unk volume of drug taken out in the recovery room. The pt was moved to ICU with narcan drip.